Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft hole occurred. An angiojet avx was used in a thrombectomy procedure. During preparation, it was noted that the guidewire kept exiting the outside hole. The procedure was completed with a different device. There were no patient complications reported.